Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the degeneration and stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information through follow-up with the health care provider that the reason for the valve in valve procedure was due to severe symptomatic aortic regurgitation. Tee demonstrated a severely degenerated aortic valve (severe central). The mean transaortic gradient is 8.0 mmhg. A 23mm transcatheter valve was successfully implanted inside the 19mm valve. The patient also underwent transcatheter mitral valve-in-valve intervention due to failing non-edwards valve. There were no complications and the patient was reported to be doing fine. However, the patient later expired due to bacterial peritonitis.

Manufacturer narrative:
Additional manufacturer narrative: although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that ten (10) years, one (1) month post-implantation of this 19mm bioprosthetic aortic heart valve, a 23mm transcatheter valve was implanted (valve-in-valve) due to unknown reasons. As reported, the procedure was successful and there were no reported complications. Patient was reported to be doing fine, post-operatively.